Event description:
Our local partner in (B)(6) reported that their handheld computer screen becomes darkened, buzzed and finally blacked out. This event is occurs repeatedly when the power is turned on. The handheld computer is at the manufacture pending completion or product analysis.